Manufacturer narrative:
Follow-up #1: date of submission 8/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) battery compartment issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.